Event description:
Caller reported occlusion alarms on multiple occasions. There was no adverse impact to the customer's blood glucose level. The customer resolved these issues by pressing the "resume insulin" option to continue insulin delivery, and further assistance was requested due to recurring occlusion problems. Ultimately, a replacement pump was sent to the customer.